Event description:
The pt's family member contacted lifescan and reported the pt's one touch basic enhanced meter was not powering on and that they were given treatment due to the meter issue. During the troubleshooting, it was verified that this was not a new product. The reporter was asked to press the power button on the meter, but the meter would not turn on. The batteries were checked and they were correctly installed. The condition of the battery contacts was also good and the batteries were last replaced less than one year ago. The last time the pt was able to test on the meter was a day prior to the call. Per the reporter the farther was "speaking words that were not making any sense". And they were sweaty and confused they were not tested on the meter while experiencing these symptoms. It was also reported and they were tested on another device, but the result is not provided. They received glucose treatment from a medical professional; however, there is no further information regarding it. A replacement meter, test strips, and control solution were sent to the pt.